Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06176. It was reported that when the patient presented for a follow-up in clinic with palpitations and premature ventricular contractions, decreased r wave amplitude was observed. A CT scan and an x-ray of the system confirmed dislodgement due to twiddler syndrome. It was also noted that the patient's device had flipped over in the pocket. The physician elected to replace the lead and reposition the device. The patient was stable following.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.